Event description:
Report received of an undocumented number of undocumented incidences of door/cassette alarms. The customer reported that during set-up the plum xl infusion pumps were sounding audible alarms and displaying the message "door/cassette". There were no reported delays in critical therapy or adverse pt events. Though requesed, there was no further info available.